Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy procedure with hiatal hernia. The needle popped out of the suturing device once. Then, for the second reload, the suture came off the actual needle. A device component fell into the cavity of the patient and was retrieved using a grasper. In order to resolve the issue and complete the case, opened a new needle reload and the same suturing device handle was used. There was no patient harm.